Manufacturer narrative:
The reported event of a connection problem was not confirmed. As received, a complete device was returned in one piece and visual analysis performed shows no anomalies on the header. Dimensional analysis indicates that there are no anomalies on the atrial and ventricular channels as the lead could be inserted without excessive force. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. No anomalies were seen.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead was unable to connect to the pacemaker's header. The procedure was eventually discontinued, and the physician decided to replace the pacemaker at a later date. The patient experienced no consequences.

Manufacturer narrative:
Further information was requested, but not received.